Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the diabetes ketoacidosis. Customer¿s blood glucose level was unknown mg/dl. The customer experiences high blood glucose with the ketones. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct codes have been provided with this report.